Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes. One code indicated disabled valves and one indicated an internal memory error. The ventilator was replaced. Patient was bagged. There was no patient harm. (B)(4). Reference MFR report number: 8010042-2013-00095.